Event description:
It was reported that the drainage was separated into multiple pieces. The target lesion was located in the peri pancreatic area. A 10.3/25 expel drainage catheter was selected for use. During procedure, it was noted that the device was separated into multiple pieces after three weeks. The device was removed and replaced with another of the same expel drainage catheter to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit returned has catheter damaged, as part of overall visual revision. The device was returned in three separate sections with evidence of cracks along the device and pigtail, also, the device has a section damage with a knob, no other damages or anomalies were noted.

Event description:
It was reported that the drainage was separated into multiple pieces. The target lesion was located in the peri pancreatic area. A 10.3/25 expel drainage catheter was selected for use. During procedure, it was noted that the device was separated into multiple pieces after three weeks. The device was removed and replaced with another of the same expel drainage catheter to complete the procedure. No patient complications were reported.